Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('vaginal hsyterctomy') and oophorectomy ('left ovary removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant) and experienced migraine ("migraines"), fatigue ("still get worn out very easy"), adverse event ("complication I had"), anaemia ("anemic rest of my life"), mood swings ("major mood swings"), feeling cold ("barely stand a cold breeze / I`ve been so cold"), chills ("waking up in middle of the night shivering") and middle insomnia ("waking up in middle of the night shivering"). The patient was treated with surgery (vaginal hsyterctomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, oophorectomy, adverse event, anaemia, mood swings, feeling cold, chills and middle insomnia outcome was unknown, the migraine had not resolved and the fatigue was resolving. The reporter considered adverse event, anaemia, chills, fatigue, feeling cold, medical device removal, middle insomnia, migraine, mood swings and oophorectomy to be related to essure. The reporter commented: patient is 5 weeks post operative and the worst part is still she had no sex. Concerning the injuries reported in this case, the following one/ones were reported via social media chills, feeling cold, middle insomnia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('vaginal hysterectomy') and oophorectomy ('left ovary removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant) and experienced migraine ("migraines"), fatigue ("still get worn out very easy"), adverse event ("complication I had"), anaemia ("anemic rest of my life"), mood swings ("major mood swings"), feeling cold ("barely stand a cold breeze / I`ve been so cold"), chills ("waking up in middle of the night shivering") and middle insomnia ("waking up in middle of the night shivering"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, oophorectomy, adverse event, anaemia, mood swings, feeling cold, chills and middle insomnia outcome was unknown, the migraine had not resolved and the fatigue was resolving. The reporter considered adverse event, anaemia, chills, fatigue, feeling cold, medical device removal, middle insomnia, migraine, mood swings and oophorectomy to be related to essure. The reporter commented: patient is 5 weeks post operative and the worst part is still she had no sex. Concerning the injuries reported in this case, the following one/ones were reported via social media chills, feeling cold, middle insomnia. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event vaginal hysterectomy was added. Case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.